Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump¿s display became nonfunctional after the patient removed the device from a fanny pack while pressure washing, though delivery appeared to continue and the screen could be mirrored in the mobile app; the event was handled as a hardware display failure with the screen component affected, and the patient was instructed to use backup therapy until a replacement arrived. Symptoms included no adverse clinical effects. Outcomes included continued insulin therapy management via backup means without interruption of care. Investigation included customer service troubleshooting, device data synchronization guidance, and arrangement for device replacement and return. Investigation of this device revealed a damaged or malfunctioning display consistent with screen failure, with the remainder of the system appearing operational based on app mirroring. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display consistent with handling or exposure, with no evidence of systemic device malfunction.